Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The third party engineer replaced the flexvision pc, installed the original disc drive and the software. After replacement of the flexvision pc, installation of original disc drive and the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.